Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"). The patient was treated with hysterectomy with bilateral salpingectomy and cystoscopy and surgery (ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, fatigue, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2017: history: abnormal and irregular menstrual bleeding for 2-3 months impression: essentially unremarkable pelvic ultrasound.. Lot number: a22176 manufacturing date: (B)(6) 2012 expiration date: (B)(6) 2015 lot number: a47940 manufacturing date: (B)(6) 2012 expiration date: (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure removal was done for pelvic pain. Location of device updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with hysterectomy with bilateral salpingectomy and cystoscopy and surgery (ablation). Essure was removed on 5-apr-2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fatigue and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, abdominal pain, vaginal infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test.¿ diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: history: abnormal and irregular menstrual bleeding for 2-3 months. Impression: essentially unremarkable pelvic ultrasound. Lot number: a22176, manufacturing date: 2012-06, expiration date: 2015-06. Lot number: a47940 manufacturing date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and candida vaginosis. Updated outcome of events pelvic pain, genital haemorrhage, menorrhagia, fatigue and candida vaginosis as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychological psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury /psychological psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, fatigue, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: history: abnormal and irregular menstrual bleeding for 2-3 months. Impression: essentially unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, vaginal bleeding, fatigue, anxiety and depression. Lot number: a22176, manufacturing date: 2012-06, expiration date: 2015-06. Lot number: a47940, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, drospirenone;ethinylestradiol (jazz), nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with hysterectomy with bilateral salpingectomy and cystoscopy and surgery (ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fatigue and vulvovaginal candidiasis had resolved, the vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on b)(6)2017: history: abnormal and irregular menstrual bleeding for 2-3 months impression: essentially unremarkable pelvic ultrasound.. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06 lot number: a47940 manufacturing date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on b)(6)2020: pfs received: outcome of event updated: abdominal pain. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, drospirenone;ethinylestradiol (jazz), nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with hysterectomy with bilateral salpingectomy and cystoscopy and surgery (ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fatigue and vulvovaginal candidiasis had resolved, the vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: history: abnormal and irregular menstrual bleeding for 2-3 months impression: essentially unremarkable pelvic ultrasound. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Lot number: a47940 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A22176, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, breast pain, uterine bleeding, fatigue, insomnia, night sweats, anxiety, stress, cold hands, amenorrhea, dry skin, brittle hair, major depressive disorder, vaginal itching, acute vaginitis, tiredness and menstrual irregularity. Previously administered products included for an unreported indication: yasmin. Concomitant products included baclofen, nsaids, paracetamol (acetaminophen), ranitidine, sertraline, sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), fatigue ("fatigue."), vaginal infection ("vaginal infection"), depression ("psych injury /psychologicalor psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psych injury/psychologicalor psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, fatigue, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- bleeding, psych injury and bladder/urinary problem. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2017: history: abnormal and irregular menstrual bleeding for 2-3 months impression: essentially unremarkable pelvic ultrasound.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, vaginal bleeding, fatigue, anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), fatigue, dysmenorrhea. Lot number added, aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history, historical drug and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.